Event description:
It was reported that post-sensed t-wave oversensing due to small r waves was observed. All electrical measurements were good and stable. Physician elected to not make any programming changes at this time. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.